Event description:
It was reported that during a lung resection procedure, the device did not staple or cut completely. No further information is available. Case was completed with same like product. There was not patient consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.